Manufacturer narrative:
Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and longtrace displays charge/battery lasts less than expected due to corroded electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery or short time alert. Customer changed the batteries three days ago and changed it four days after. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.